Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation with a thermocool smarttouch sf and the patient experienced cardiac perforation that required pericardiocentesis. It was reported that during an (afib) case, a pericardial effusion was noticed. There was a drop in blood pressure on the patient. The pericardial effusion was confirmed by intracardiac echocardiography (ice) and fluoroscopy. The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition. The physician thought that the injury may have occurred on the posterior wall when they were doing a mitral line which was when they noticed the drop in blood pressure. They believed the posterior wall was thin. A waca (wide area circumferential ablation) and posterior wall ablation was completed, and they noticed a drop in blood pressure as they were halfway through the mitral line. The physician assumed the perforation occurred while ablating the posterior wall. The tap was successfully performed, and the patient was stable then, and was stable at the time of reporting. The patient was a redo-cryo ablation case. No cardiac surgery was required. Settings were 50w 10sec. No ablation occurred after effusion was noted. No evidence of steam pop. Transeptal puncture occurred and was done with baylis needle and sheath.

Manufacturer narrative:
UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).